Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) band difficult to deploy. A visual and functional examination of the complaint device could not be performed since the device was disposed. Based on the event description and additional information, it appears that the trip wire was not properly tightened and secured during device set-up. The user most likely failed to follow the sequence of initial setup steps outlined in the dfu. Therefore, the most probable root cause classification is user error.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the first band failed to deploy. Suction was reapplied to the varix and the band was then able to successfully deploy. The physician did not pull the trip wire to pull the remaining slack, but used the handle to wind forward the slack. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.